Manufacturer narrative:
(B)(4). The reported communication error was confirmed via log analysis but not replicated on the returned system. What was replicated was a channel disconnect error event with the attached modules experiencing a power reset when physical movement of the devices occurred. The channel disconnects and communication error events are attributed to the presence of contamination/corrosion on the pins of the interfacing iui connectors between the pcu and pca. The noted contamination/corrosion interfered with pin to pin contact continuity. The received condition of the iui connectors on the returned devices that exhibited the presence of contamination and corrosion growth on the pins as well as physical damage suggest the customer should review their current cleaning and preventative maintenance (pm) inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use (dfu), specifically the supplemental dfu and alaris system maintenance (asm) to prevent future potential conduction and/or thermal related issues with iui connectors. The proximate cause for the customer's reported experience is being attributed to contaminated and corroded pins on the iui connectors. The root cause for the presence of contamination and corrosion on the iui connectors noted to be 5+ years old is not known but may be an indication of needed improvement in pm activities performed by the customer.

Event description:
A nurse from (B)(6) reported that a patient's pca module and etco2 module were stating "communication error". She was unable to stop the module, no buttons would function and she had to disconnect the module to turn it off. The patient history was unable to be retrieved. The patient was getting hydromorphone 0.2 mg/ml pca at 0.2 mg every 8 minutes as needed, total in 4 hours = 6mg. There was no patient harm reported and no medical intervention was reported. The patient was without pain medicine for about 1 hour. There were no changes in vital signs. The customer stated that no further patient/event information is available. Manufacturer's report number: 2016493-2012-00469. (B)(4).